Event description:
Caller states the pt tested 2.3 inr and 2.4 inr on the coaguchek xs system while a comparison lab returned results of 1.6 inr and 1.7 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.